Manufacturer narrative:
The 510k status: exempt. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international distributer reported that there was a hair inside the primary package of the mixter endoscopic cholangiography set. This was discovered prior to the use of the product and no patient contact occurred; accordingly, no patient adverse events resulted from the product problem. The product is reportedly unavailable for return.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the device history record, instructions for use (IFU), quality control data, and photo inspection was conducted during the investigation. The device was not returned, but 5 pictures of the device confirmed it to be out of specification as foreign matter was visible inside the packaging. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record showed one nonconforming event; however, all non-conforming product was scrapped prior to completion of the final lot. There were no other reported complaints for this lot number. Based on the information provided, examination of the photos provided, and the results of our investigation; the root cause has been attributed to manufacturing. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.